Event description:
It was reported that the patient experienced increased pain. The patient fell two times prior to (B)(6) 2011 visit. The pain increased from 2-3 up to 5-8 despite an increase in medication. It was noted that the pump was flipped and the catheter was wrapped around the pump. The interventions were noted as surgical revision - catheter connector (B)(6) 2011, device surgical repositioning - pump (B)(6) 2011. The patient outcome was reported as "resolved without sequelae" resolved date: (B)(6) 2011. The drugs in the pump were morphine and bupivacaine.

Manufacturer narrative:
Catheter model 8709sc, (B)(4), implanted: 2010 (B)(6), explanted: unk, catheter model 8596sc, (B)(4), implanted: 2011 (B)(6), explanted: unk.

Manufacturer narrative:
(B)(4).